Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The lesion was located in the left anterior descending artery. While preparing to perform pre-dilatation with the 3.0 x 20mm quantum maverick monorail balloon catheter, resistance was encountered while trying to advance through the guide catheter. The distal end of the balloon eventually became stuck inside the guide catheter. The physician removed the guide catheter with the balloon catheter still lodged inside. Once outside the body, an attempt was made to remove the balloon catheter. This resulted in the balloon catheter snapping into two pieces approximately 20cm distal to the exit marker. A guide catheter and another quantum maverick balloon was used to complete the procedure. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The lesion was located in the left anterior descending artery. While preparing to perform pre-dilatation with the 3.0 x 20mm quantum maverick monorail balloon catheter, resistance was encountered while trying to advance through the guide catheter. The distal end of the balloon eventually became stuck inside the guide catheter. The physician removed the guide catheter with the balloon catheter still lodged inside. Once outside the body, an attempt was made to remove the balloon catheter. This resulted in the balloon catheter snapping into two pieces approximately 20cm distal to the exit marker. A guide catheter and another quantum maverick balloon was used to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: received product consisted of the proximal portion (57 cm) of a quantum maverick monorail catheter as well as an unidentified guide catheter. At the fracture site it appears to be oval which is consistent with the hypo-tube having kinked before fracture. An examination was performed on the received unidentified guide catheter and no damage was identified. While trying to load a control guidewire, it was met with resistance half way though the guide catheter. The hub was removed from the guide catheter and the shaft was sliced longitudinally to identify the obstruction. The distal portion of the quantum device was located and removed. There is dried blood and contrast present which is consistent with the device having been introduced into the body. The balloon is tightly folded which is consistent with not having positive pressure applied. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).